Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 12.3mmol/l. Customer stated that there are cracks along the battery compartment. Customer stated that it was wear and tear damage. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor also, received with corroded battery tube. No motor error alarms were noted and the motor was tested outside the device and passed. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had broken battery tube threads and reservoir tube lip, cracked case at the display window corners and minor scratches on the lcd window.